Event description:
It was reported that a patient had a removal of an external fixator and an open reduction internal fixation of their right ankle. A locking distal tibial plate was inserted at that time. The patient went to the emergency room with complaints of her cast being too tight. X-rays were taken at the time and read as normal. The next day a radiologist read the x-ray and reported that the distal tibial plate was broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown patient information. Unknown date of when plate broke. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ part mfg date: 04/4/2014. Part exp. Date: n/a (for s part numbers). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp proximal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Comments: the complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.